Event description:
It was reported that the customer was going to give a bolus but the buttons were unresponsive on the insulin pump. Customer's blood glucose level was 250 mg/dl. Customer changed out the battery and now the buttons are not responding at all. Customer received a battery out limit alarm and could not clear it. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, c racked belt clip slot and cracked battery tube threads.